Event description:
The customer reported that the images were gray and blurry. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). Eval of the returned panel was unable to duplicate the reported problem. The service engineer replaced the ref pc board, flat cables, and side covers. He found liquid residue on the external covers, side and bottom covers. The panel was serviced for screw torque. He performed the calibration and self-tests. (B)(4).